Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 532 mg/dl. The customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer they were reported that nausea vomiting abdominal pain difficulty breathing symptoms of diabetes ketoacidosis. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not be returned for analysis.